Manufacturer narrative:
This report is being submitted to provide additional information regarding third-party testing after repair. Olympus provided the following result of the culture test, performed at the third-party labs. Sampling date: (B)(6) 2023. Sampling from: biopsy ch. Cfu: <1cfu/endoscope. Bacterial identification: n/a. Sampling from: suction ch. Cfu: 3cfu/endoscope. Bacterial identification: micrococcaceae, bacillaceae. Sampling from: air/water ch. Cfu: 1cfu/endoscope. Bacterial identification: micrococcaceae. Sampling from: auxiliary water ch. Cfu: <1cfu/endoscope. Bacterial identification: n/a. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and microbiological analysis results, as well as a correcting h10. The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The hygiene microbiological investigation report indicated the channels of the scope were cultured and detected 7 colony forming units (cfu)/endoscope of filamentous mushrooms. The testing was repeated and detected 1 cfu/endoscope of bacillaceae in the biopsy channel, >100 cfu/endoscope of filamentous mushrooms in the suction channel, 1 cfu/endoscope of filamentous mushrooms in the air/water channel, and 1 cfu/endoscope of filamentous mushrooms and bacillaceae in the jet channel. The results obtained do not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the following: switch 1 had cuts; the plastic distal end cover had insufficient insulation; the charged coupled device cover lens was scratched; the bending section cover adhesive was separated; the connecting tube protector was shaved; the scope cover was broken; the air/water cylinder was scratched; the suction cylinder was scratched; the universal cord had a wrinkle; the scope connector cover was scratched; there was reduced angulation; the biopsy channel was scratched. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that reprocessing was insufficient due to physical damage of the device. However, a root cause of the device damage could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii gastrointestinal videoscope tested positive for >100 colony forming units (cfu)/endoscope of klebsiella pneumoniae and enterobacter cloacae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.